Manufacturer narrative:
(B)(4). An ultraflex esophageal stent and delivery system was returned for analysis. Visual examination of the returned device found that the stent was partially deployed and the shaft was kinked. Functional evaluation found that the shaft also bowed during a failed deployment attempt. It was possible to manually deploy the stent by pulling directly on the deployment suture. There was no issue with the stent and no other issues were identified during the product analysis. Based on device analysis, the shaft bowed during a failed deployment attempt which is consistent with the reported deployment issues. The noted damage to the returned device is likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex esophageal distal release stent was to be used in the esophagus to treat a malignant stricture during an esophageal dilatation with stent placement procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was tight. According to the complainant, during the procedure, it was noted that the stent could not be deployed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the ultraflex stent was partially deployed. Please see block h10 for full investigation details.